Event description:
An pt was undergoing open heart surgery and was on the heart-lung bypass machine. The or bed was in slight trendelenburg. It was reported that the or table went into deep trendelenburg "on its own" and when the or staff tried to restore the bed to the proper position, they were unable to control it in anyway, until they pulled the plug out and then reinserted the plug and the table reset itself. It was reported that the head and foot of the table may have been backwards. However, even so, they were unable to control the bed one way or the other, without pulling the plug and resetting. There was no adverse outcome to the pt. However, this could have been potentially lethal as they were using gravity drainage for venous blood return while the pt was on the heart lung bypass machine